Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to incorrect electrode placement. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on july 17, 2024.

Manufacturer narrative:
Correction: the correct date received by manufacturer (g3) is may 13, 2024, and not june 19, 2024, as previously reported in the initial report.